Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the implantable cardioverter defibrillator exhibited varying defibrillation impedance. The defibrillation impedance returned to normal range eventually. No intervention was performed. The patient was discharged.